Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
E.1: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.